Manufacturer narrative:
Evaluation, results: inherent risk of procedure (myocardial infarction); evaluation, conclusions: inherent risk of procedure (myocardial infarction) (B)(4).

Event description:
One endeavor sprint drug-eluting stent was implanted in the rca. Approximately 3 yrs and 6 months post stent implantation the patient suffered an mi and underwent CABG of the lad, d1 and rpda. The patient recovered.